Event description:
The device was used during an unspecified procedure. Reportedly, the safety sheild did not retract. The surgeon applied another device to complete the procedure. The hospital has reported no pt injury occurred.